Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient was lost to follow up since implant and during an in clinic visit the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Boston scientific technical services (ts) was contacted and suggested troubleshooting steps including a magnet reset. The field representative reported that a magnet reset was not needed as after the programmer was shut down and restarted they were able to interrogate the s-ICD successfully. There were no further issues with the device. The s-ICD remains in service and no adverse patient effects were reported.